Event description:
The report received indicated that during a visual examination of the product, the customer identified the presence of strands and particles. Further info indicated the problem was visible through the sterile pouch, as such the devices were not removed from the sterile pouch. There were no anomalies noted with the packaging.

Manufacturer narrative:
Please note that the product is not available for eval. This is one of nine products involved in the same event and reported under manufacturing numbers: 9616099-2008-00978, 9616099-2008-00981, 9616099-2008-00983, 9616099-2008-00984, 9616099-2008-00985, 9616099-2008-00986, 9616099-2008-00988 and 9616099-2008-00989. Additional info will be submitted within 30 days upon receipt.